Event description:
A customer reported a pixel issue on their pump display that affected their ability to interact with the device and read the screen. This issue resulted in blood glucose levels displaying as "high," specifically above 500 mg/dl. The customer was unsure about the corrective actions taken but thought they used multiple daily injections, and they did not require third-party assistance. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.